Manufacturer narrative:
MDR codes eval result code was updated.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results for 5 patient samples tested on a cobas 8000 ise module. It was unknown if the initial results were reported outside of the laboratory. For patient 1, the same sample was rerun on their other c8000 ise. On (B)(6) 2022 at 12:30 pm, patient 1 had an initial sodium result of 129.7 mmol/l. The repeat result at 2:59 pm was 138.4 mmol /l. This repeat result was deemed correct. At 2:32 am, patient 2 had an initial sodium result of 126.1 mmol/l. The repeat result at 2:31 pm was 131.2 mmol/l. Patient 3 had a sodium result of 138 mmol/l. The other sodium result was 130 mmol/l. It was not clear which was the initial and which was the repeat result. On (B)(6) 2022, the field service engineer (fse) found that the vacuum nozzle was worn and that the vacuum valve for the ion-selective electrode (ise) was contaminated. He replaced these parts, the dilution cup, fuse and the printed circuit board (pcb). He verified the instrument's performance by running multiple electrode controls, accuracy and comparison tests with acceptable results. The issue was not resolved and the customer reported new questionable results. For patient 4, the sample was run on abl90 radiometer. On (B)(6) 2022 at 7:28, patient 4 had a result from the radiometer of 138 mmol/l. The initial sodium result from the analyzer at 10:13 pm was 119.7 mmol/l. The repeat result from the analyzer at 10:19 pm was 137.3 mmol /l. The potassium result from the radiometer at 7:28 was 4.2 mmol/l. The initial potassium result from the analyzer at 10:13 pm was 3.75 mmol/l. The repeat potassium result from the analyzer at 10:19 pm was 4.25 mmol/l. Patient 5 had an initial sodium result of 123 mmol/l with a repeat result of 134 mmol/l. The sodium and potassium electrode lot numbers and their expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found an issue in the sample probe arm. He replaced this part and performed adjustments. He performed multiple air purges and reagent primes, mechanical checks, ise checks, calibrations and qc. The results were all acceptable. He confirmed that the instrument was performing within specifications. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation determined that the discrepancy in the results indicated that there was an error in the sampling of the patient samples due to preanalytical factors.